Manufacturer narrative:
(B)(4). Date sent to the FDA; 01/22/2020. A manufacturing record evaluation was performed for the finished device lot paj282, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2020. Additional information was requested and the following was obtained: is the device being returned? Unfortunately product has been discarded and won`t be return for evaluation.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken during the procedure. There were no consequences for the patient reported.